Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cylinder regulator was adjusted and calibrated, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during preoperative testing, mechanical ventilation was not functional while connected to oxygen cylinder supply. There was no report of patient involvement.